Manufacturer narrative:
(B)(4). The customer returned 21 sets of electrodes from lot number 711121 to physio-control for evaluation, including the therapy electrodes used during the event; however, physio was unable to duplicate the reported issue. Proper operation was observed through functional and performance testing with no discrepancies observed. The customer was provided with replacement therapy electrodes. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient's ECG in paddles lead via a quik-combo therapy cable and physio-brand therapy electrodes, that their device continually prompted to "connect electrodes."  A failure of the device to detect the patient in paddles lead ECG could delay or prevent defibrillation to the patient, if it were necessary. The customer changed out the physio-brand therapy electrodes three times using new electrodes from the same lot number (lot # 711121) but continually received the same "connect electrodes" message.   The customer then grabbed another set of physio-brand therapy electrodes from a different lot number (lot number not reported) which resolved the reported issue. The device detected that the patient was connected. The customer advised that there were no adverse effects to the patient as a result of the reported issue.  The patient was only being monitored by the device at the time of the event.  No further details about the patient or the event is available.